Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 03-dec-2019 and inspection of the unit was performed on 05-dec-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber pinhole, failed dry leak test, failed wet leak test. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. O-rings and seals, bending rubber, distal case/cap. The duodenoscope was is pending repair and final qc approval as of 16-dec-2019.